Event description:
It was reported that the physician had difficulty implanting the lead due to patient tight anatomy. No impedance and sensing measurements were reported through the pacing system analyzer. The lead was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.